Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test.

Event description:
The customer called to report that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 633 mg/dl. The customer also reported headaches, nausea and vomiting. The customer stated that she can hear the insulin pump making a clicking sound when delivering a bolus. The customer stated that she was not comfortable using this insulin pump, and requested a replacement. Troubleshooting was declined. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.